Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively the inner seal on the balloon trocar was loose when trying to insert a camera into the port, no intervention was done and they continued using the product. There was no patient injury.